Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.

Event description:
The customer reported that the ventilator alarmed with da pcba adc failed occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported